Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose even after setting up insulin pump. Customer's blood glucose was 426 mg/dl. Customer had symptoms of abdominal pain. During troubleshooting, it was found that customer was not receiving insulin due to not prime insulin pump after programming settings. Customer was advised to call back should issue persist.